Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed motor error twice. The device is also cracked around the battery compartment and display window. Customer's blood glucose was not provided. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, cracks on the display window, and a stained end cap sticker noted.